Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in fair condition, and evaluated. The device passed the hc return instrument test/evaluation (rite) functional test, but failed the rite electrical test due to ground bond failed performance specifications. The pal performed an internal/external inspection and found no issues. The ground bus resistance measured 323m (0.323) indicating an issue with ground bus in the device. Continuity to all other internal grounds from power entry module and doorpost was within specification. Screw was tightened and device then measures 7m (0.007) which is in specifications. The cause of the rite electrical test failure of failed ground bond test was determined to be a loose setscrew on the door post. A service history review (shr) revealed that no issues that may have contributed to the failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.